Event description:
During routine testing of the device at the service center, the service technician reported that a d sub connector on the controller module had a loose standoff. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.